Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a plexitron solution administration set did not close allowing the medicine to pass through; however, there was no over-infusion event. This was observed at the end of a patient infusion with a sedative. The set was used with an unspecified pump and the infusion was able to be safely completed with the clamp issue. The roller clamp was not broken or cracked and the slide clamp was inside the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.